Event description:
It was reported by the patient that the controller started smoking and a flame came out while attempting to sign in to the device. The back cover "popped" off and the patient reportedly dropped the device onto the carpet, resulting in a hole upon picking the device up the patient reportedly burnt their hand. The device has been received by insulet and is currently under investigation.

Manufacturer narrative:
The device has been received and is pending an investigation. We are unable to confirm the reported the reported thermal event at this time. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The user reported the controller started smoking, the back cover popped off, and then the device burst into flames. Visual inspection of the controller confirmed the occurrence of a thermal event. The interior plastic housing of the device around the battery was observed to be melted. The exterior back cover of the device was returned but not attached to the controller. The exterior back cover was not heat-affected, indicating it was not in contact with the device at the time of the thermal runaway. No damage was observed to the charging port. Visual inspection of the device also showed evidence of mechanical deformation; the screen was cracked and the device was bent. This mechanical deformation is indicative of the device being bent about a transverse axis, approximately midway between the top and bottom of the device. CT scans of the battery showed signs of damage, presenting as 2 tears in the electrode windings of the battery. The damage and tears are co-located with the previously observed bend axis. CT scans of the battery showed evidence of melting and re-solidification of the metallic electrode foils, further indicating this as the origin of the thermal runaway. The thermal event was determined to be caused by mechanical damage of the device, and is not a result of a manufacturing issue. The device was bent about a transverse axis leading to compressive forces on the battery cell, which caused tears in the electrode assembly, producing enough heat to initiate thermal runaway. The exact timing and cause of the bending could not be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented.